Event description:
It was reported to philips that the system could not fluoroscopy as it was not possible to set screen as radiation was disabled. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the fluoroscopy not possible, not able to set screen and radiation was disabled. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was cancelled by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.